Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was 300+ mg/dl. The customer stated that he cannot get passed resetting the time. The customer disconnected the call because he was at work.